Event description:
It was reported that during a routine shift check, the autopulse platform displayed an "out of service, revert to manual CPR" message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/03/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and no physical damages were noted. The platform was unable to undergo initial functional testing as it exhibited a "system error, out of service, revert to manual CPR" message upon power on. Further investigation found that the cause of the "system error" message was a defective processor pca board. It was also observed at this time that there was a horizontal line on the right side of the lcd display. However, the lcd issue is unrelated to the reported complaint. A review of the platform's archive data was performed and found that a "system error" message occurred on the reported event date of (B)(6) 2015. Based on the investigation, the parts identified for replacement were the processor pca board and the lcd display. The platform then underwent and passed all final functional testing. In summary, the customer's reported complaint of the platform exhibiting a "system error, out of service, revert to manual CPR" message was confirmed through both review of the platform's archive data and upon initial functional testing. The root cause of the "system error" message was determined to be a defective processor pca board. After replacement of the processor pca board and the damaged lcd display, the platform was evaluated through functional testing and performed as intended.